Event description:
The report from the cypher database indicated that: a pt admitted with unstable angina iiib and 3-vessel disease underwent a procedure to the svg to the mid rca. The svg was 3mm and non-tortuous. The 20mm de novo, type b2 lesion had a total occlusion less than 3 months old with thrombus present; it was irregular and concentric with little or no calcification. The site was predilated with a 2.5x20mm balloon at 16atm, and two stents were implanted to overlap at 14atm: a 3.0x28mm cypher and a 3.0x23mm cypher select stent. The results were reportedly satisfying and were visually estimated. Preprocedure stenosis was 100%. Thirteen months later, the pt had ptca of the target lesion for restenosis: there was 95% vertical closure in the rca, and timi flow was one. Per investigtor, the relation to the device was highly probable, and the relation to the procedure was likely.